Event description:
It was reported to boston scientific corporation that a capio slim device was used during a female sling procedure in the pelvic muscle, performed on (B)(6) 2024. During insertion, the capio device misfired. Another capio slim device was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfire.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfire. Block h10: upon receipt at our quality assurance laboratory, the returned capio device underwent a visual, microscopic, functional and dimensional inspections and it was not possible to identify any evidence of the alleged issue of device misfire on the device. During the functional inspection, the device was deployed, however the cage was unable to catch the suture. Dimensional testing of the device noted that the spring catch was not on specification. Based on the information available and analysis results, the reported allegation of failure to catch needle was confirmed. A further investigation is in progress to address this observation. A conclusion code of cause traced to device design was assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a female sling procedure, performed on (B)(6) 2024. During insertion, the capio device misfired. Another capio slim device was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event.